Event description:
It was reported that the bd safetyglide¿ insulin syringe's attached needle was found deformed before use after removing it from the packaging. The following information was provided by the initial reporter: "I opened a lido needle and when I took it out of its package this is what it looked like. I've included the lot info just incase there are other messed up needles."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe. Medical device type: fmf. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980580 (syringe). PMA / 510(k)#: k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ insulin syringe's attached needle was found deformed before use after removing it from the packaging. The following information was provided by the initial reporter: "I opened a lido needle and when I took it out of its package this is what it looked like. Ive included the lot info just incase there are other messed up needles."